Event description:
The valve funcitoned properly following implantation. However, since mid august the pt exhibited symptoms of increased head size and cerebrospinal fluid leakage. The surgeon determined that the valve was not programming and, following explantation, recognized the presence of biological debris within the device.